Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered error c-34 during monopolar energy activation. The user attempted to power cycle the system, but the issue persisted. The user replaced the monopolar energy cable, but the attempt was unsuccessful. The user replaced the erbe generator with a spare iesu generator to continue with the procedure. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection there were no issues found that would be related to reported event. The iesu was tested using the system, upon powering on c-34 would appear instantly on every start up replicating the reported event. Root cause is attributed to a defective generator.